Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use, manufacturing instructions,and quality control data, dimensional verification, and visual inspection of the returned device were conducted during the investigation. The sheath and dilator of the flexor raabe guiding sheath were returned. The sheath was returned with the proximal fitting separated. The dilator was not returned inserted into the sheath. Half of the flare is bent back on itself. The connector cap was disassembled from the check-flo body for further examination. No nonconformities were noted. The connector cap accepted a 0.122 inch pin gauge and the flare passes through the large lumen and does not pass through the small lumen of the gauge. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Measures have been initiated to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Corrected date: adverse event and product problem. Additional information: (patient outcome): additional information provided by the physician: the patient lost 200ml of blood. No treatment was provided other then increasing IV fluids. Pressure was applied while pulling the sheath as fast as possible and replacing it, to maintain hemostasis. (B)(4). Type of reportable event: serious injury. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information and/or completion of the investigation.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A flexor raabe guiding sheath was used during an unspecified procedure. It was reported that the end of the sheath broke off when the physician pulled it back.no patient harm, or adverse events regarding the complaint device, have been reported at this time. A supplemental report will be provided upon receiving additional information.